Event description:
It was reported that the patient's medications were recently decreased because he was having "fogginess" issues and wanted to know if the symptom was due to the medication or not. The symptoms had been occurring "over the last year 2012 to current". Approximately 2 weeks prior to the report the patient's medications were decreased to check the effect; however, there were no changes in the patient symptoms. The patient believed that the catheter was leaking because the healthcare provider (hcp) stated that he should not have had this side effect from the medication; however, the patient was not sure if the catheter was leaking or not. The patient spoke to the hcp on (B)(6) 2013 about the catheter leaking and was informed that the catheter could be checked via a dye study. One hcp stated that the issue may be systemic and the drug was not getting into the area where it should. The patient stated that his opinion was that the medication was not going into the right place because he did not feel a change in effect when the medication was decreased. The patient noted that he had this medication since 2009. The patient had not yet been scheduled for any diagnostic testing. The device system delivered morphine, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).